Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the buttons on the insulin pump were not responding. Customer's blood glucose was 224 mg/dl. It was stated there were no significant events leading to the keypad issues. The customer also reported the insulin pump was cracked, after it fell on the floor. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was further advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with unresponsive up arrow button due to corroded keypad trace. No scrolling numbers display anomaly noted. Unable to verify failed battery test alarm due to unresponsive button. No moisture damage on the electronics noted. The insulin pump has minor scratched display window, cracked case at the display window corners, broken reservoir tube lip.